Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery had been performed, the patient experienced an unspecified adverse event that required a revision surgery to exchange the insert. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, per the product complaint form (attached under (B)(4)), a revision tka was performed for a ¿knee-liner exchange¿ and no supporting documents were available. Details of the primary tka were not provided; however, no patient harm was reported. The root cause of the reported revision could not be concluded based on the limited information provided. Patient impact beyond the reported revision would not be anticipated as no patient injury/harm was alleged. Therefore, no further medical assessment is warranted at this time. Should clinically relevant information/documentation become available, the clinical/medical task may be re-opened for further evaluation. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. (B)(4).